Event description:
Carto imaging of the catheter tip was backwards. The catheter was wired improperly. The catheter was replaced with a new one and the problem was resolved. The replacement packaging from the second catheter was not saved for lot comparison. There was no injury to the patient. This is the first time we have seen this type of problem.